Manufacturer narrative:
The manufacturer previously reported information were in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing ,dry mouth, sleep disorder. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer received information alleging difficulty breathing , dry mouth, sleep disorder. No other clinical information or medical interventions were reported. Based on the information available, the alleged device is a ds2 device and does not contain the sound abatement foam referenced in the recall. This report has been corrected ,section h7 was corrected to reflect that this device does not fall under the recall res 88058. Res 88058 was removed in section h9. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging dry mouth,difficulty breathing ,sleep disorder. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information were in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing ,dry mouth, sleep disorder. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer received information alleging difficulty breathing , dry mouth, sleep disorder. No other clinical information or medical interventions were reported. Based on the information available, the alleged device is a ds2 device and does not contain the sound abatement foam referenced in the recall. This report has been corrected ,section,b1, h7 was corrected to reflect that this device does not fall under the recall res 88058. Res 88058 was removed in section h9. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 10/20/2024, and section h11 should be reported as: the manufacturer received information from customer in reference to a dream station 2 advanced auto CPAP alleges dry mouth, difficulty breathing and sleep disorder. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device's downloaded logs were reviewed by the manufacturer. There was 7 error codes found. The third-party service center concludes that customer complaint was not reproduced and there was no visible foam degradation. 510 k was incorrectly captured in previous report, and it was corrected in this report. In box a: patient information was missed to captured in previous report and it was updated in this report. In box e: initial reporter details were missed to captured in previous report and it was updated in this report. In box h: evaluation method code, evaluation results code, component code and conclusion code grid has been updated.